Event description:
It was reported by repair work order that the scale could give an inaccurate reading due to malfunctioned angle sensor and scale pc board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.